Event description:
It was reported that the patient died. The details of the death were unknown and the doctor stated he was unsure whether the patient's implantable neurostimulator was related to the death. It was noted that the patient also had a history of heart disease and had knee surgery 4-5 months ago which required a long recovery. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
The patient date of death was unknown. Concomitant medical products: lead model: 3389-40 lot#: j0504337v implanted: (B)(6) 2005 explanted: na; extension model: unk serial#: (B)(4) implanted: (B)(6) 2005 explanted: na; concomitant dbs system: ins model: 7426 serial#: (B)(4) implanted: (B)(6) 2010 explanted: na; lead model: 3389-40 lot#: j0444096v implanted: (B)(6) 2005 explanted: na; extension model: 748251 serial#: (B)(4) implanted: (B)(6) 2005 explanted: na. (B)(4).

Event description:
Multiple follow up attempts to the physician were unsuccessful in obtaining any further information regarding information of the patient's death. If additional information is received, a follow up report will be sent.